Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-jul-2025, the user requested assistance with a supply change for their infusion set. During the process, the first connector did not attach to the ilet, with or without a cartridge in place. A second connector was successfully used, and insulin delivery was resumed. Blood glucose was not affected.